Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.7, h.6. Device analysis: visual analysis of the photographs identified two devices, one device seems to be intact and the other is broken it seems that there are syringes filled with gel at the same time but the cause of the opening cannot be determined because it is not analyzed with the microscope.

Event description:
The device has been explanted.